Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in an emergency room after receiving a vibratory alert. Further, review of strips indicated non- sustained oversensing episodes. Upon interrogation, loss of ventricular capture was observed. Programming changes were made and the issue was resolved. The patient was stable.